Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields : b4, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the leak, initially the high pressure transducer was replaced but the leak persisted. After using a helium detector , the fse was able to isolate the leak to the gauge and replaced the defective part. The unit passed a full preventative maintenance and delivered back to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. No patient involvement, staff noticed they had to change the tank frequently before use. Pressure on unit oscillating by approximately 3 psi during leak test. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6), event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.